Event description:
It was reported that during an unk procedure, the device cut but did not staple. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Additional lot number v4z28t.